Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure within the cecum. According to the complainant, during the procedure, the resolution clip device was advanced to the target lesion, locked and deployed; however, the clip failed to release from the delivery catheter. The physician had to "tear" the clip off of the patient tissue which caused minimal additional bleeding. The procedure was completed using another resolution clip device. No patient complications resulted from this event. The patient's condition following the procedure was reported to be "stable."

Manufacturer narrative:
(B)(4) for the reported event of clip failed to release from catheter. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.